Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the generator had a 410 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The probable cause of the fiber breaking and catching fire could not be determined. Per soltive laser system IFU: "do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure." P11. Olympus will continue to monitor the field performance of this device. This report is being supplemented to provide additional information obtained from the customer and completion of investigation.

Event description:
The customer reported the laser fiber broke and caught fire and they needed to exchange the laser system. There were no reports of harm. This event includes two (2) reports . Report with patient identifier (B)(6) -laser system model tfl-pls , serial number (B)(6). Report with patient identifier (B)(6) -laser fiber- tfl-fbx200s, lot kr263497. This report being submitted is for report with patient identifier (B)(6) -laser system model tfl-pls , serial number (B)(6). Additional information received from customer: the event occurred at eh beginning of a left ureteroscopy and laser lithotripsy with stone basketing/manipulation procedure. The procedure was completed with a similar device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. Device is being sent into repair center for further evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported the laser fiber broke and caught fire and they needed to exchange the laser system. There were no reports of harm. This event includes two (2) reports . Report with patient identifier (B)(6)-laser system model tfl-pls , serial number (B)(6). Report with patient identifier c23379251 -laser fiber- tfl-fbx200s, lot kr263497. This report being submitted is for report with patient identifier (B)(6)-laser system model tfl-pls , serial number (B)(6).